Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2022 due to a drive line fracture. There were no reported symptoms or treatment prior to exchange. The patient is stable and had been discharged with continue device therapy. No further information was provided.

Manufacturer narrative:
This event was determined to be a duplicate/additional information to MFR 2916596-2022-00320, the investigation will be covered under MFR 2916596-2022-00320.